Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. Customer clarified that they had insulin drip before fill tubing process. Customer reported that the insulin pump had off no power alarm without any low battery alarm in the history. Customer reported that the battery cap was normal. This was the second occurrence of the off no power alarm. The new battery resolved the issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.